Event description:
Co received a report that a female pt experienced chemical keratitis, ocular pain and inflammation (od) after the technician rinsed the pt's lenses with cleaning and soaking solution. The tech thought the solution was a multi-purpose solution. The optometrist rinsed the pt's eye with an irrigating solution, applied proparacaine 0.5% and an antibiotic (neomycin polymixin b) to preclude permanent injury. Pt was seen again by the dr within 24 hrs and symptoms showed improvement. Pt was treated with ocuflox on the second visit.